Event description:
A calcified lesion in a tortuous right coronary artery was pre-dilated with a 3.0mm diameter angioplasty balloon catheter. After pre-dilatation, a 3.0mm diameter by 30mm length s670 over-the-wire stent delivery system was inserted into the artery. It was not possible for the stent to cross to the calcified lesion despite attempts to push the device across the lesion. During the attempt to push the device across the lesion, the guide catheter backed out of the ostium of the artery. It was reported that after the guide catheter pulled back, they released pressure on the stent delivery system, which caused the guide catheter to be "sucked into the artery". Consequently, the guide catheter's up damaged the stent and caused it to dislodge from the stent delivery balloon. The undeployed stent was removed successfully using an angioplasty balloon. The physician did not follow the instructions for use when the lesion was not pre-dilated 1:1, and when guide catheter stability was not ensured. There was no add'l clinical sequelae reported related to the event. Device history record review revealed no issues relevant to the event.